Event description:
It was reported that during a pneumonectomy procedure, a vat dissection was done of the left inferior pulmonary vein. A few minutes after the doctor stapled and divided the vein proximally incorporating cardiac muscles; there was a sudden gush of blood. Pressure was applied to control the bleeding and the chest was opened and explored, the bleeding seemed to stop for a few minutes then it started again. The more pressure was applied, the more bleeding worsened. After 45 minutes of trying to control the bleeding, the patient died, and the whole staple line dehisced. Additional followup: device was discarded by hospital. The reload used was white. No autopsy or x-ray or video is available. Lot number is unknown. Additional detail has been requested, no response has been received to date.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.